Event description:
The customer reported an odor/smell coming from the unit. The asp field svc engineer (fse) assessed the unit and found the oil mist filter "smoking". The customer stated that there were no physical complaints reported. The fse repaired the unit.

Manufacturer narrative:
The fse changed the oil mist filter and tested the unit. The unit met specs.